Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Visual inspection observed no issues. Functional evaluation revealed the foot pedal does not function or activate with the returned wireless receiver. Using another foot pedal with the receiver also did not result in activation. The complaint was confirmed and the root cause is associated with a component failure. Factors, which could have contributed to the complaint event, include, failure of an internal component which could cause the device to not activate or send a wireless signal. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
D4: serial number.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an unknown surgery, when the wireless foot control was pressed to used the starvac wand, the wand did not stop burning when the foot control was released. The wand was not touching the patient's tissue. It was quickly disconnected and replaced by hand controlled wand (super turbo vac). The procedure was completed without significant delay. No patient injury or other complications were reported.